Event description:
It was reported that the patient experienced a burning sensation while recharging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4) implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer. (B)(4).